Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to misaligned defib monitor flex cable on the processor/bridge/pace (pbp) board. The flex cable was reseated at pbp board to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.